Event description:
T25 pedicle screw driver was driving a 7.5mm diameter screw into a 6.5mm diameter prepared hole and the distal tip of the driver separated from the proximal shaft into the screw head. Surgical procedure was completed as usual. No patient information was provided nor was the level treated provided. No descriptions of implant sizes used were provided. Larger screws' driving force must have exceeded the t25 torque strength of the instrument. Conditions (surgical technique, patient information, bone density, x-rays, etc.) Leading to this was not clearly defined, cause indeterminate. No harm nor injury to patient was reported.

Event description:
T25 pedicle screw driver was driving a 7.5mm diameter screw into a 6.5mm diameter prepared hole and the distal tip of the driver sepearted from the proximal shaft into the screw head. Surgical proceudre was completed as usual. No patient information was provided nor was the level treated provided. No descriptions of implant sizes used were provided. Larger screws' driving force must have exceeded the t25 torque strength of the instrument. Conditions (surgical technique, patient information, bone density, x-rays, etc.) Leading to this was not clearly defined, cause indeterminate. No harm nor injury to patient was reported. This report was submitted fei number 3009051471-2019-00017 submitted on 11/03/2022. This fei submission number was already used for a previous recognized submission, so to correct this error, we are resubmitting this file as 3009051471-2019-00025.